Event description:
Patient reported right side "rupture of the right breast with deformity, due to extracapsular rupture,¿ "lymph nodes in the right axillary extension," and "four nodules with "snowstorm" aspects (free silicone) in the right breast," device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events lymphadenopathy, granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, granuloma, silicone migration.